Event description:
Severe transfusion reaction to red blood cells,leukocytes, reduced. Transfusion started 9:40 am, stopped 10:40 am due to nausea, vomiting, fever, abdominal cramps, lower back pain, increased temp 96.5 to 99.8, pulse increased 64 to 90, to 79 post-reaction. (240cc transfused). Twenty days later severe transfusion reaction to red blood cells, leukocytes reduced. Transfusion started 10:25 am, stopped 11:30 am, due to (140cc transfused) lower back pain and nausea, increased pulse from 57 to 91, blood pressure increased 99/55 to 146/79.